Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 127 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm or frozen display was noted. The time advanced properly during testing. The insulin pump had no button response due to corroded keypad traces. The weak battery alarm could not be tested due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip.